Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an unexpected restart alarm. The customer reported that they would need to reset the time and date and the history clears. The customer's blood glucose was 151 mg/dl at the time of incident. The customer stated that a basal was not programmed before the unexpected restart alarm. The customer stated that the insulin pump was not stored and was not in use for an extended period of time. The customer stated that the alarm did not occur after inserting a new battery. The customer stated that the unexpected restart alarm was recurring during normal use. The customer was advised that the insulin pump will need to be replaced. The customer was advised to monitor the insulin pump and they may continue to wear the insulin pump until the replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with an unexpected restart alarm during the error test due to a broken solder joint on the interface board. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.